Manufacturer narrative:
Investigation summary: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient presented with elevated lactic acid at 19 and hypoperfusion. Lvad reported being functioning as intended. The hm3 IFU lists infection and sepsis as adverse events that may be associated with the use of the hm3 lvas and provides information regarding infection prevention. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient presented with a lactate of 19, acute kidney injury (aki), transaminitis, elevated creatine kinase (ck) and increased inflammatory markers all concerning hypoperfusion. However, no obvious source of infection was identified, only localizing issue appears to be patient's lower extremities. Lvad seems to be functioning as expected if it was the nidus of clot. Patient was planned to be treated for sepsis and was hospitalized. Patient was on parenteral antibiotics. Arterial thromboembolism was identified with critical ischemia, involving abdominal aorta, left popliteal and femoral artery with ischemic left foot, and critical ischemia of right popliteal artery with right cald pyomyositis. It was reported that there was low suspicion for device thrombosis because power and output setting remained stable. Patient was readmitted left cald pyomyositis, ischemic left foot, massive aortic intramural thrombus, and bilateral critical limb ischemia. It was unclear whether this is sterile thrombosis or thrombogenic endovascular infection. Patient was put on oral antibiotics and antifungal treatment. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site communicated that the patient has improved since admission and remains hemodynamically stable. A liver biopsy performed on (03/11) and muscle biopsy (03/13) were significant for ischemic changes and necrosis. Patient was placed on an IV of heparin gtt for his extensive aortic clot. Given the patient¿s presentation of critical ischemia involving his liver and muscles while being on a therapeutic dose of warfarin, he will be placed on life-long sq lmwh (lovenox) bid. Additional information provided from the site on 3/26 states that the patient improved slowly over time with intensification of his anticoagulation. He was briefly treated with broad-spectrum antibiotics and they were subsequently discontinued after an unrevealing infectious work up. No additional information as reported.